Event description:
It was reported that the implant at tooth site #30 was removed due to periimplantitis. Symptoms as a result of the event: pain

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique device identifier (UDI) number not applicable. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Dec post market trending was reviewed and there were no actionable events or corrective actions for the reported event (peri-implantitis). As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: lot# updated from 2013100663 to unknown. The following sections are being reported: d4: lot number and expiration date updated to unknown. H4: device manufacture date updated to unknown.

Event description:
Upon follow up, the doctor reported that the correct lot# is unknown.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: item# updated from xifoss411 to unknown. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D4: catalog number updated to unknown. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon follow up, the doctor reported that they must have written the information incorrectly on the form. Could not confirm the correct item and lot number of the implant for this patient.